Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. No device issue could be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery in which the cuff was removed and downsized to 4cm. No further information was provided.